Event description:
The event occurred in USA during patient treatment. It was reported that the hls set clot off after one day of treatment. No harm to any person has been reported. Complaint ID: (B)(4).

Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow-up emdr will be submitted when additional information becomes available.

Manufacturer narrative:
It was reported that the hls set clot off after one day of treatment. No harm to any person has been reported. The affected hls set was not available for return, thus no technical investigation at the getinge laboratory could be performed. Therefore the root cause could not be determined. The most probable root cause for the reported failure is clot formation in the extracorporeal circuit which can lead to a reduction and/or blockage, and thus, an reduction of the diffusion path lowering the gas transfer performance. With reference to the risk assessment (hls set advanced 5.0 / hls set advanced 7.0, dms # 1468452, v26) and in consultation with the getinge manager medical affairs team the following events can contribute to clotting in the circuit: inappropriately low, or no blood flow, in the circuit, improper hemostasis, too low anticoagulation , too low act level, effect of heparin is too limited, protamine sulfate enters the hls set, administration of congealable substances (such as platelets) or pro-coagulant medications, (consumption) coagulopathy. Based on the investigation results no product related malfunction could be confirmed. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending. H3 other text : 4115.

Event description:
Complaint ID: (B)(4).